Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a facial rejuvenation procedure on (B)(6) 2010 and suture was used. The patient experienced a suture granuloma. The patient underwent excision of suture granuloma on (B)(6) 2011.